Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that the flexor high-flex ansel guiding sheath worked fine during insertion and intervention into one of the patient¿s legs (side unknown). But during withdrawal (without a wire or dilator), the sheath began to separate at the skin level. A wire was inserted to prevent loss of sheath in body. The sheath then broke in half. The distal portion was pulled out using hemostats. No unintended section of the device remained inside the patient's body. No additional procedures were necessary due to this occurrence.

Manufacturer narrative:
(B)(4). A review of the complaint history, device history record, documentation, IFU, manufacturing instructions, quality control, and visual inspection of photographic image was conducted during the investigation. Images were provided confirming that the flexor high-flex ansel guiding sheath was separated. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It is feasible to suggest that the patient's condition (very calcified arteries and a very fibrosed groin) could have caused significant resistance during removal of the device, which then could have required the physician to use a greater amount of force for removal of the device thus leading to material separation. Also, it was reported that neither a wire guide nor a dilator was placed into the sheath during removal. Once the sheath started to separate, a wire was inserted to prevent the loss of sheath. Per the instructions for use (IFU), the dilator should be inserted prior to sheath removal and the dilator/sheath should be removed as a single unit. The IFU also instruct to insert the introducer dilator before withdrawing the sheath through tortuous anatomy to avoid possible breakage. Therefore, it is likely that removing the sheath without the added support from the dilator contributed to this event as well. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
The reported event occurred during a lower leg intervention procedure.